Manufacturer narrative:
Na

Event description:
It was reported to our sales rep that the cap burst during a surgery. Further he reported that there were no replacement product available and that the surgery was completed successfully.